Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, and kidney disease/toxicity. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box h. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. Box h6 was corrected. Recall (z) number was corrected.